Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("extreme abdominal pain"), vaginal haemorrhage ("intermittent vaginal bleeding"), abdominal pain lower ("excessive cramping") and nausea ("nausea"). The patient was treated with surgery to remove the essure device on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, abdominal pain lower and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('extreme pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("extreme abdominal pain chronic"), vaginal haemorrhage ("intermittent vaginal bleeding"), abdominal pain lower ("excessive cramping"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("bladder/urinary problems: other"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and underwent a procedure to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, abdominal pain lower, nausea and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device dislocation, dysmenorrhoea, menorrhagia, nausea, pelvic pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date initially was given (B)(6) 2016, but in current pfs (B)(6) 2016 was given. Patient received treatment for: pain, bleeding and migration. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Following events were added: dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, migration, bladder problems and urinary problems. Outcome of the events pelvic pain and abdominal pain was updated to recovered from unknown. Reporter information was updated. Patient date of birth added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report